Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that loss of capture and dislodgement were observed. The lead was explanted and replaced. Patient was fine.